Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) recently received multiple shocks that the physician considered inappropriate. Boston scientific technical services (ts) was contacted, and it was discussed that the fast rhythm fell within the ventricular fibrillation (vf) and ventricular tachycardia (vt) zone, ultimately resulting in the shock therapy being delivered. Ts provided potential reprogramming options, if clinically appropriate, to prevent similar rhythms from being treated in the future. At this time, this ICD remains implanted and in-service. No additional adverse patient effects were reported.